Manufacturer narrative:
(B)(6). Investigation summary: 2 photo were returned for the investigation of this complaint. From the photo, it appeared that the packaged had been subjected to high temperature which cause the bottom web to shrink and forcing the seal to open. Investigation conclusion: the bottom web material had melted and it took the shape of the product, thereby causing the package to be forced opened and left an opened seal at the opening tab area. Root cause description: there is no process in the manufacturing facility that could cause this nonconformance. The probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.) DHR- the lot for batch # 7207496(catalog # 393226) was reviewed. No similar quality notification were raised for this vps batch. Bottom web material batch # 23217 catalog #8515617) was reviewed and no quality notification were raised. Top web material batch #1718310 (catalog # 8606983) was reviewed and no quality notification was raised.

Event description:
It was reported that 18 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter were found with a sterile barrier breach before use. There was no report of injury or medical intervention.